Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm, and high blood glucose level of 338 mg/dl. The customer's blood glucose value was 323 mg/dl at the time of the call. The customer states pump was not working because she would program insulin, but it would not allow her. The customer was informed about active insulin. The customer declined high blood glucose troubleshooting. The customer called back with a motor error alarm. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The call was then disconnected. The device will not be returned for analysis.